Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control observed that due to the placement of the therapy wire harness ferrite bead, it was pressing down on integrated circuit, designator u1, causing leg 1 to lift, breaking its solder connection to the analog pcb assembly. This caused both leg 1 and a resistor, designator r212, to arc. As a result, energy could not be charged (in order to shock). The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it was unable to charge. As a result, defibrillation therapy would not be possible if it were necessary.